Event description:
Customer reports back to back blood sugars of 66 mg/dl, 133 mg/dl, and 66 mg/dl on her aviva system. These blood sugars were within ten minutes. No action or inaction was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.